Event description:
Caller reportedly received the following results on a roche meter, compared to a professional meter, within 10 minutes: 326 mg/dl (aviva) and 25 mg/dl (emt meter). The customer was found unresponsive at which time customer's blood glucose was taken by his aide and the 326 mg/dl was obtained. Customer's mother called the emts who arrived in 10 minutes and obtained the 25 mg/dl. Customer was treated by paramedics with 2 syringes of an unknown liquid. Customer recovered fully at home. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.